Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer's blood glucose would go from 300 mg/dl down to 30 mg/dl in a matter of 30 to 40 minutes. Customer's low blood glucose would last between 4 to 6 hours then due to the food intake in an effort to correct the blood glucose, customer would then experience high blood glucose levels. Customer's mother has been working with customer's doctor to test out different site locations, alter settings, and verify no abnormalities with bolus history. Customer's doctor advised the customer to have the insulin pump replaced. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.